Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the infusion set's tubing was kinked. The blood glucose level of the patient was high which was treated by smartguard. Currently, the blood glucose level of the patient was 361 mg/dl. Moreover, the patient has several neuropathy. No further information available

Manufacturer narrative:
Patient's city: (B)(6).